Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device partially fired and there was poor staple formation. The patient's outcome was unknown.

Manufacturer narrative:
Patient code - (B)(4) (surgical intervention required). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. One unformed staple was received with the instrument. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media with acceptable results. The staple line was properly formed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device partially fired and there was poor staple formation. When the device was fired across the rectum it looked as if no staples had deployed as the distal end looked open and had to be over-sewn with sutures. The surgeon was unable to get another stapler and so the patient was given a permanent and unintended colostomy. Upon x ray there were sign of staples so the surgeon wonders if the stapler did deploy normally but for some reason the staples couldn't be seen. The patient is doing well, there was no time added to the procedure and no unanticipated blood loss.